Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm checked the iabp for alarm and fault codes and found none were recorded. The fiber-optic lamp assembly was ordered and installed. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the customer got an on screen message of a fiber-optic module failure on start up of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.